Event description:
This person "received a superficial burn, palm of right hand when the wire to the handpiece of the cautery exploded in a fire ball". Person was using an accessory cable for an esu (electrical supply unit) and the person using the accessory cable received a minor burn. Biomed staff believed that the cable was separated inside insulation just below strain relief.